Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing o-ring reservoir tube and scratched reservoir tube window. The drive support disk was inspected and no anomaly was noted.

Event description:
The customer reported via phone call that a piece was chipped from the top of the reservoir. The customer reported that they had to put a piece of paper to help the reservoir in. The customer's blood glucose was around 160 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.